Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the select key on channel a was inoperable. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.48.92, categorized as remediated.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an inoperative "select" button on channel a keypad was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective pump head module channel select key. The keypad was replaced to correct this condition. A device history review was performed finding the pump failed '701:00' at ch a, b and c. Ui/ph harness was re-inserted and pump passed subsequent testing. A service history review revealed that this device was previously serviced for the reported condition.